Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. A small amount of solution was noted in the bag that contained the sample. The blue winged cap was visually noted to be adequately fastened to the luer body. During the leak test, the sample was allowed to completely prime then the blue winged cap was securely fastened to the luer body. After 3 days of monitoring period, no signs of leak were observed on the sample. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is a single use device and has been discarded.

Manufacturer narrative:
(B)(4). The sample has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or should any further information become available.

Event description:
It was reported to baxter (B)(4) that one (1) half day infusor device was observed leaking. According to the report, the device is filled with deferrioxamine (concentration 2.5g in 50ml of water for irrigation). There is no report of patient injury or medical intervention. No additional information is available.